Event description:
The surgeon placed an edwards lifesciences eleven gauge cardioplegia needle in the aorta. The needle tubing was then connected to the extension tubing. The heat seal area at the screw end of the catheter was split and leaking. The leaking part of the catheter was cut off and placed in the vein introducer needle in the tubing and secured with a number two tie.